Event description:
User facility reports one incident of a cracked luer connector on the venous medication side arm. Issue was found 3 hours into hemodialysis treatment. This connector was attached to an IV administration set at the time of incident. Ebl = 100-150cc. No pt injury or need for medical intervention was reported.